Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/ location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? Lot number? Procedure name and date?

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and suture was used. During the procedure, the suture pulled off of the needle while sewing. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/20/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: what tissue/location was suturing when pull off occurred? All answers above are unobtainable. Once there is any update, we will update the information. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle piece removed from the patient during the same procedure? Lot number? Procedure name and date?